Event description:
It was reported that the patient¿s pump flipped in the pocket and the hcp says that ¿her pocket it loose¿. It was noted that the patient has lost significant weight since the initial implant. Flipped pump was confirmed by the hcp in (B)(6) 2012. The device system was used to deliver clonidine and morphine. No additional information was available at the time of this report.

Event description:
A healthcare provider later reported the critical alarm was caused by the pump being low on saline. There were no symptoms since the patient was not on any pump medications. No replacement was performed or scheduled. The pump was permanently shut off on (B)(6) 2013 since it was not being used for medications. The device was infusing saline at minimum rate at the time of the event.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).